Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted the peristaltic pump tubing for aspirate probe one (1) was obstructed and not aspirating at all and replaced all of the peristaltic pump tubing. The fse also performed alignments and adjusted the mixer speed and ultrasonics. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 result was a hardware malfunction of the peristaltic pump tubing.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The elevated access accutni+3 sample was sent to an alternate facility for testing after multiple access accutni+3 calibrations and qc attempts failed on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. The sample was reanalyzed on an alternate instrument and lower results were obtained. The original elevated result was reported outside of the laboratory. There was change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 result, as the patient was admitted to the hospital. Quality control (qc), calibration, and system check were not performing within assay and instrument specifications at the time of the event. The customer did not provide specific information regarding the collection or centrifugation of the patient's sample. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.